Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the previously implanted stent during advancement to the lesion causing the reported failure to advance. Continued interaction with the previously implanted stent and manipulation of the device during the interaction likely caused the reported stent fracture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a re-stenosed, previously stented, lesion located in the left anterior descending coronary artery that was both moderately calcified and tortuous and 80% stenosed. After a failed attempt to cross through a previously implanted stent, the xience sierra was suspected to be fractured. Upon retrieval, and upon visual inspection, it was indeed fractured. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another stent was used to complete the procedure. No additional information was provided.